Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was approx 22 mm in diameter x 44 mm in length. It was reported that the aneurx bifur was positioned directly below the renal arteries and was deployed until the contralateral gate was opened and continued deployment until 3 cm of the ipsilateral limb remained unsheathed. They went inside the gate with a pigtail and confirmed they were positioned appropriately by spinning the pigtail. Another MFR's guidewire was put through the gate and used that to advance the contralateral limb. The delivery system of the contralateral limb caught on the edge of the gate, and pushed the bifurcated stent graft upwards 5-6 cm, covering the renal arteries. This caused the remainder of the ipsilateral limb to deploy. The physician was able to use a reliant balloon to pull the graft down approx 4 cm; however, when the distal end of the ipsilateral limb reached the internal iliac, it could not be pulled down any further. The decision was made to convert to open repair and remove the stent graft to salvage the renal arteries. The device was discarded by the hospital. Not add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results: occlusion. Results and conclusion: (contralateral limb caught on the edge of the gate).